Event description:
It was reported that the customer had unexplained low blood glucose. Caller stated that the insulin pump over delivered and the customer had an issue with low blood glucose. Nothing further was reported.

Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test.